Event description:
Patient reported experiencing a severe shock while turning on device after going through a new security device at a post office. Stimulator was off while going through security device. No report of device explantation.